Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue that caused the customer's blood glucose level to read "high" on the cgm. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). The customer also changed the infusion set and cartridge, resuming insulin delivery without requiring third-party assistance. There was no indication of frequent or recurring occlusion issues, and the case was closed by technical support.